Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a chocolate balloon with a 6fr non-medtronic sheath and 300cm non-medtronic guidewire during treatment of a severely calcified lesion (60mm) in the patient¿s mid popliteal artery of diameter 5mm. Lesion exhibited 95% stenosis. There was no degree of tortuosity reported. An everest inflation device was used with 50/50 inflation fluid. IFU was followed and the device was prepped without issue. It is reported a balloon burst occurred at a pressure of 6 atms. The balloon was removed in one piece, it did not fragment. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device and no excessive force was used. A new chocolate balloon was opened and used to complete the procedure. No patient injury reported.